Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was present during investigation. Perform 2.2 template calibration and adjustment of scale factor. Perform preventive maintenance service.

Event description:
As reported by the user facility: "during the pm inspection, I noticed that the IV pump was delivering too fast. The IV pump was not on a patient and there is no patient involvement".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.